Event description:
In accordance with title 21 part 803, subpart b, 803.22 (b)(2), this letter is to notify and provide you the information (B)(6) received on 14 nov 2023 which reported that after a lead extraction procedure had been completed, a guide wire and 9f sheath were being used to prepare for implantation of a new lead. Although a (B)(6) visisheath dilator sheath remained in the patient to provide a conduit for the guide wire and 9f sheath to enter, it was noted that upon insertion of the guide wire and 9f sheath, the patient's blood pressure slightly dropped and a small effusion was observed via transesophageal echocardiography (tee). The physician thought that the guide wire unintentionally went extravascular, and the 9f sheath advanced over the wire, going extravascular as well. A superior vena cava (svc} perforation was suspected and treated by performing a pericardiocentesis. No surgical repair was required. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Ref report: mw5149271.